Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue, however the customer declined further troubleshooting before insulin therapy was successfully resumed. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.